Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt had a renal bypass prior to the stent graft placement due to the aneurysm being beyond the renal artery. It was reported that during the renal bypass procedure, the patient's femoral artery was cut resulting in loss of blood. The pt was given blood pressers not fluid and then the stent graft was implanted. The physician stated that the implant of the stent graft was successful, however, due to the blood loss from the renal bypass surgery, the pt expired 11 days later.

Manufacturer narrative:
Eval results - death. Other, (femoral artery was cut prior to stent graft placement, resulting in loss of blood). Conclusion code(s): femoral artery was cut prior to stent graft placement, resulting in loss of blood.